Event description:
Physician reported a patient injected in the nlfs developed an infection in the left alar triangle with swelling, lesions and pus draining from the area.

Manufacturer narrative:
Physician prescribed a 10 day regimen of the antibiotic, keflex thee days post-injection, for treatment of the infection. Follow-up with the physician reported the lesions dissolved, and the drainage subsided with the entire area healing.